Event description:
I was injected in my tear drops with the filler belotero by a facial plastic surgeon; beginning after 3 weeks each injection site began to get red and inflamed; I had a round of antibiotics and steroids. The physician used hyaluronidase to dissolve the filler at the injection sites after 6 weeks. However, at 7 weeks after the filler was injected I am still having issues; there is aching and redness at the injection sites. Something is very wrong. FDA safety report ID# (B)(4).